Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The gap between the tip of the clips were measured after releasing them from the applier. The measured distance in all of the clips were above our allowed specification of 0.006". The gap between the clip cover and the jaw was within our acceptable limit. There was adequate stack force being applied on the clips. At this time, we are inconclusive about the root cause of the defect although the investigation is on-going. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have not received any other complaints of a similar nature for devices from this lot from other customers. There was no injury to the patient. The procedure was completed by using another anastoclip vcs device ( lot# unknown ). Please note that we have also submitted manufacturer's report number: 1220948-2019-00032 for a similar incident that was reported by the same surgeon.

Event description:
One large anastoclip vcs appliers failed to close the vascular tissue properly during anastomosis. This is report 1 of 2.